Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID: 506845 implantable pacing lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing in the way of noise which was reproduced with isometric exercise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.